Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used lubri-sil foley catheter . Visual inspection of the sample noted obvious observation the lubril-sil foley catheter was ruptured on the balloon with no missing pieces on the return sample. This did not meet specifications stating the " balloon shall inflate and deflate normally with use of syringe". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon did not inflate, when attempted to inflate with saline. It was also noted that there were no missing pieces from the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon did not inflate, when attempted to inflate with saline. It was also noted that there were no missing pieces from the balloon.